Event description:
In this case, the customer reported that they could not hear the pt speaking from the CT gantry, nor could the pt hear them. There was no report of harm to a pt or operator due to this issue. Philips service determined that the operator and pt not being able to hear each other was due to a failed audio board.

Manufacturer narrative:
We will file a f/u MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4). Initial MDR mailed on (B)(4) 2013.